Event description:
--

Manufacturer narrative:
Additional information provided noted that during the most recent follow atrial pacing impedances were once again out of range. The new (competitor) device was reprogrammed to unipolar configuration and no additional problems were identified. The right atrial lead remains implanted at this time. No adverse patient effects were reported.

Event description:
Boston scientific received information that the atrial lead impedance were out of range and loss of capture was observed during a follow up in (B)(6) 2011. The device was reprogrammed at that time and the system was left implanted. The most recent information received noted that a device change out procedure was scheduled and upon interrogation of the device, atrial lead impedances appeared once again out of range as well as out of range pacing impedances on the ventricular lead was also observed. Upon disconnecting the device from the leads, the leads were measured with a pacing system analyzer (psa) and normal pacing impedances were noted. An x-ray performed ruled out a lead fracture on either the atrial and ventricular lead. The leads were re-implanted with the new device while the old device was explanted and will be returned for analysis. The physician suspected a possible connection issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon return and analysis, this investigation will be updated.